Event description:
The customer reported via phone call that he need assistance in programming the replacement insulin pump. Customer's blood glucose was 82 mg/dl. The customer was assisted in programming. Customer stated that his new insulin pump had a problem loading the reservoir. The customer also reported that during the set change the device would not prime. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.